Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# . A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Reported problem was able to be duplicated during power-up test. The root cause of the reported issue unable to be determined. Actions were taken to mitigate the reported issue: backup capacitor, battery, keypad and overlay.

Event description:
It was reported that the device is showing upstream occlusion grommet missing. No patient injury was reported.